Manufacturer narrative:
(B)(6). The device was manufactured between 28mar2019 and 30mar2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. The leak was observed inside the bag that contained the device. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location prior to patient use. The device had been filled with 14400mg benzylpenicillin in 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.